Event description:
It was reported that bd eclipse¿ needle had foreign matter inside the shield. No serious injury or medical intervention was reported.

Manufacturer narrative:
The following fields have been updated with additional information: date of event: 2019-01-02; initial reporter first name: (B)(6). Initial reporter last name: (B)(6). Initial reporter email address: (B)(6).

Event description:
It was reported that bd eclipse¿ needle had foreign matter inside the shield. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: since no samples and photos displaying the reported condition were received no defects can be confirmed. DHR- during outgoing inspection, there was no abnormality observed during visual inspection. For the duration of the last 12 months, there was no quality notification raised for a similar non-conformance. Root cause could not be determined as there is no sample returned for investigation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ needle had foreign matter inside the shield. No serious injury or medical intervention was reported.